Event description:
The customer reported to customer service that the suction on her pump is very weak. She took it to a "testing place" and it tested below normal. When she is done pumping, she can manually express more milk. She has a breast infection.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. In f/u with the customer, she indicated that she is both breast feeding and pumping to provide breast milk for her baby and she feels like the vacuum on her breast pump was low. She developed pain and a 104 degree fever for which she sought medical treatment and was prescribed keflex antibiotic for 7 days. She is responding well to the treatment and the mastitis has resolved. She finds that the replacement pump is working fine. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The breast pump was returned by the customer for testing/analysis. Based on the fact that the pump tested to specification, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues. Eval summary: the pump was visually examined and the following were noted: pump type: pump in style. Manufactured on 07/19/2011; circuit board medela part #9007040e; software version 5.2; MFR part # lot code 1168(1). Transformer voltage was tested and found to be within specification. Vacuum levels and cycle rates were measured (note: the pump ran for 30 seconds before any measurements were taken). The pump functioned properly throughout the experiment.